Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of hypoglycemia while seeking guidance on how to raise blood glucose rapidly and not following standard 15 g carbohydrate treatment, resulting in a ¿roller coaster¿ of glucose fluctuations, with reported glucose values ranging from 55 to 203 mg/dl for over five hours outside the target range. Symptoms included dizziness during low glucose episodes. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer support engagement and referral for additional training. Investigation of this case revealed cause of hypoglycemia was unclear and user behavior contributed to variability. It was concluded that the event was user-related with unclear root cause regarding hypoglycemia onset and that further training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.